Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned with approximately 20mm of the proximal end of the stent present on the balloon and approximately 7mm of the distal end of the stent is missing. The stent has moved approximately 20mm distally on the balloon. A visual inspection found the detachment occurred on the stent struts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the stent pxp35-08-27-135 visi pro 035, there was a failure to cross or position the device in the iliac artery - common. The lesion was subsequently treated with another 8mm balloon mounted stent to complete the procedure. The device was safely removed from the patient. There were no patient symptoms or complications associated with this event. When the device was returned it was noted that the stent was fractured.